Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc231650e0; model: sc-2316-50e; serial: (B)(4); batch: 7172468.

Event description:
It was reported that following a trial procedure the patient notice some blood on the bandages. The patient remove the bandage and pull the leads. It was mentioned that following the lead pull the patient was experiencing pain at the incision site and difficulty walking. The leads will not be returned per facility policy.